Event description:
It was reported that an angio-seal evolution was selected for use. The patient had presented to the emergency department with a st-segment elevation myocardial infarction. Unfractioned heparin and integrillin were given during the intervention. A femoral angiogram was performed which showed a large, clear vessel with a puncture stick that was possibly too high. The angio-seal evolution was deployed and hemostasis was achieved. The patient complained of pain during deployment. The patient was transferred to the hospital floor and still complained of pain in the groin. The patient's blood pressure then dropped to 60 systolic and fainted. A bolus of fluid was given to raise the blood pressure to 120 systolic, but it subsequently dropped again to 60. A CT scan was performed which revealed retroperitoneal bleeding. The patient was given a blood transfusion and remains under observation. The patient was given heparin before and during the procedure. Integrillin was given during the procedure and post procedure; however it was stopped when the retroperitoneal bleeding was confirmed.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.